Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one premium surgiclip* large - (13.0" shaft size) titanium stapler. The instrument was received partially applied with four remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy procedure, the surgeon was unable to squeeze the handle and fire the clips during vessel hemostasis. The clips were not able to load properly into the jaws. Another applier was used to complete the procedure. No patient injury noted.